Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient faced infusion set occlusion issue event on (B)(6)2026.the blood glucose level was 300 mg/dl and the patient was treated with correction injection via multiple daily injection. No further information is available.